Event description:
A patient presented with a report of a broken suture one week post vaginal delivery with perineal repair. The patient was seen in a clinic and the wound was resutured.

Manufacturer narrative:
Date sent to the FDA: 06/13/2006 d10-additional information h6-result code 708: representative samples of the returned product were tested for knot pull tensile strength and the results obtained were above the ethicon requirements, which always equal or exceed the minimum usp requirements. H6-conclusion code 74: no failure detected and the product exceeds tensile strength requirements